Manufacturer narrative:
The customer¿s report unintended maxplus disconnections was not confirmed. The maxplus extension set and syringe were visually inspected for incomplete bonding engagements or damages to the components. The female luer adapter of the maxplus and male luer of the syringe were also inspected under magnification to observe for any cracks, fractures, or stress marks. No issues were observed on the sets. Functional testing resulted in the syringe not disconnecting. The female end and male luer of the maxplus and syringe, respectively, were measured using a go/ nogo gauge to verify it is within iso specifications and were found to be within the required specifications. The root cause was not identified.

Manufacturer narrative:
Gtin/UDI number for item mp5303-c, lot 16108045 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the maxplus disconnected getting staff wet. There is no report of patient harm.